Event description:
It was reported that prior to a myosure procedure for uterine tissue removal a hysteroscopy was done (with the myosure hysteroscope) and a "perforation was found at the fundus." The procedure was aborted. No treatment was needed and the pt was discharged home. On (B)(6) 2013 it was reported "the pt is fine."

Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Serial number of the hysteroscope not provided by the complainant; therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the hysteroscope as the serial number was not provided by the complainant. According to the instructions for use (IFU) warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Precautions: to avoid perforation, do not use the scope tip as a probe and exercise caution when the scope is being inserted through the cervix and when the scope tip is near the uterine wall. (B)(4).